Event description:
It was reported that while in use the hard drive of the ventilation unit v500 failed. The user was uncertain if the ventilation was working. The critical care patient was disconnected and bagged until a new vent was connected to the patient. There was no injury reported.

Manufacturer narrative:
Due to a technical issue with our internal emdr system we submitted for the form FDA 3500a an incorrect value for the field h3. Device not returned to manufacturer.

Event description:
It was reported that while in use the hard drive of the ventilation unit v500 failed. The user was uncertain if the ventilation was working. The critical care patient was disconnected and bagged until a new vent was connected to the patient. There was no injury reported.

Manufacturer narrative:
The investigation was based on the reported information and service report. Based on the information available it can be determined that there is a persistent solid-state disc error. A large log file was not available due to the faulty solid-state drive. If the disk drive is not accessible for the microprocessor system, the safety software initializes a warmstart of the cockpit infinity c500. If the disk drive is not accessible even during the warm start, the cockpit's boot process cannot be completed. A corresponding error message is displayed on the black screen and the acoustic auxiliary alarm is activated after 45 seconds at the latest. The ventilation is not affected by a warmstart of the cockpit. Safety relevant parameters as fio2, minute volume, or airway pressure are displayed in the supplemental yellow/green oled-display wherein the user can see the on-going ventilation. Replacing the faulty solid-state disk solved the problem. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that while in use the hard drive of the ventilation unit v500 failed. The user was uncertain if the ventilation was working. The critical care patient was disconnected and bagged until a new vent was connected to the patient. There was no injury reported.